Manufacturer narrative:
Medical device expiration date: unknown. Lot # given did not match the database. Results: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Photos were sent that showed the customers complaint. Retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked during collection due to the sleeve coming off the needle. No serious injury, no medical intervention. No mucous membrane exposure was reported.